Event description:
A report was received that the patient was experiencing burning at her ipg site. The patient will undergo a ipg revision.

Event description:
A report was received that the patient was experiencing burning at her ipg site. The patient will undergo a ipg revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo a pocket revision at this time due to other non device related medical issues.